Event description:
It was reported that the doctor had difficulty to engage the endcaps on the cage. Therefore, he used the mallet to hit the endcaps, however, its still not worked out. The cage appeared to have been cracked. The construct reportedly could not be implanted, because the bowel of the patient was perforated during the procedure.

Manufacturer narrative:
Endcaps were not returned for analysis. Visual and microscopic examination of the crack revealed witness marks and associated damage consistent with impact. With the available information, a contributing factor or cause for the reported event cannot be identified.